Manufacturer narrative:
Concomitant products: product ID 8711, lot# j10854r52, implanted: (B)(6) 2001, product type catheter; product ID 8709, lot# j0056627r, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported a motor stall and "restart" occurred. It was confirmed base on logs. The patient was in a holistic store as well as other places but the holistic store was the only place she knew that had magnets and "shut the pump off". The patient went through withdrawal and went to the ER. The pump was interrogated and "restarted at the hospital that same day around 6 pm. After the pump was restarted, it went from 42 months elective replacement indicator (eri) to 81 months. Since then, it had been counting down accurately from 81 months, but it was not the actual eri. The eri currently read 60 months but, should say 22 months. No other motor stalls have occurred and the pump has not had any other issues since. The pump contained hydromorphone and morphine.